Event description:
The customer reported that the live fluoro image intermitantly has grey bars through the image. Rebooting normally restores normal operation. This happened with patients on the table, but no patient harm was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the interconnect cable and hv cable for intermitant loss of image during procedures. He verified system live fluoro, able to save and retrieve images without loss of resulion or detail. System functioning as intended.